Event description:
On (B)(6) 2026, information was received from a patient receiving morphine via an implantable pump for non-malignant pain. It was reported the patient went to a new healthcare professional (hcp) who put in a pain pump and upped the dose to a small dose, but it was helping. The patient mentioned that they have an appointment to get the pump filled and the dose increased some more on tuesday. The patient mentioned that twice yesterday, they didn't even get to do a bolus and the bolus amount has come down from 0.25 to 0.24 and they were not getting their pain medication like they were and wanted to know if the device was hacked. The patient stated "they seen where the communicator needs to be updated and that stopped the bolus". The patient also mentioned they got an alert and said something happened where the boluses stopped and they would have to go back and restart. The patient then said that the next time they tried, it did the same thing and they got a big alert. The patient mentioned being high on pain medications and looking for a malpractice attorney. The patient mentioned being on trial with the medication where the hcp raised the dose slowly. The agent reviewed with the patient that the device was not hackable and that they needed to close out of the application after giving themselves a bolus. The patient mentioned talking to someone, who would be there tuesday, that told them to press the side button. The patient mentioned having a pin on the front of the device and experiencing a lag. The patient mentioned being in and out of the hospital and not being honest with their pain level. The patient stated the device had an update notification. The patient updated the device while on the call. The call was disconnected. A secondary call occurred. The agent called the patient and assisted the patient in clearing the data. The patient was able to successfully connect to the pump without a lag and therapy details were able to reset to current settings. All issues were addressed on the call. The patient would follow up with the hcp during their next appointment to address the follow up questions. Therapy details provided stated, "boluses: 3/day if they set an alarm, boluses: 0.02 medication without boluses used to be 0.247 and was not 0.2401. On 2026-apr-14, additional information was received from the patient regarding an external device. The patient reported that error code 356 appeared while they were trying to get a bolus. When asked for event date, the patient stated that this issue started the last time they called (2026-apr-03, see previous call). The agent reviewed the meaning of the error message. The agent had the patient clear the running applications in the background. The agent instructed the patient to connect the device to their pump and the patient was able to deliver a bolus. The troubleshooting steps taken resolved the issue. The agent walked the patient through fixing the navigation bar.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# unknown implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.